Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a novel cardiac system implant procedure. During the procedure, it was observed that the novel right ventricular lead was exhibited low, out of range pacing impedance. The physician elected to complete the procedure using an alternate lead on (B)(6) 2021. The patient was stable.